Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. The procedure was completed on (B)(6) 2025 and the patient passed away on (B)(6) 2025 due to "acute hypoxic respiratory failure, bilateral pulmonary infiltrate/ (diffuse alveolar hemmorrhage) dah, (none-st-segment elevation myocardial infarction) nstemi, pneumonia". Further information regarding the timeline leading up to the patient's death was not provided by the facility. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.